Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Spoke w/ customer on teams. They mentioned that sometimes the edges of the aligners on the posterior are sharp. They are able to smooth with the file that we provided.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.